Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue was with the adc device. The customer reported a sensor reading of 194 mg/dl compared to an unspecified result via competitor brand meter. The customer experienced dizziness, being unfocused, and unable to walk properly. The customer had contact with a healthcare professional and was given a glucose injection, lemonade, and honey bread for treatment. An hcp meter reading of 108 mg/dl was also reported; however, it is unknown when it was taken in relation to treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue was with the adc device. The customer reported a sensor reading of 194 mg/dl compared to an unspecified result via competitor brand meter. The customer experienced dizziness, being unfocused, and unable to walk properly. The customer had contact with a healthcare professional and was given a glucose injection, lemonade, and honey bread for treatment. An hcp meter reading of 108 mg/dl was also reported; however, it is unknown when it was taken in relation to treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a high reading issue was with the adc device. The customer reported a sensor reading of 194 mg/dl compared to an unspecified result via competitor brand meter. The customer experienced dizziness, being unfocused, and unable to walk properly. The customer had contact with a healthcare professional and was given a glucose injection, lemonade, and honey bread for treatment. An hcp meter reading of 108 mg/dl was also reported; however, it is unknown when it was taken in relation to treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. An extended investigation was also conducted. Performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the errors observed did not have an impact on the sensor's functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.